Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin. While troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. Reportedly, the customer's blood glucose level was approximately 400 mg/dl, and was addressed with a correction bolus.